Event description:
I used renu with moisture loc from june 2005 - march 2006. I was in and out of the eye drs about every two weeks with an infection in my eyes. I had an infection in my eyes that required medical drops in my eyes every 4 hrs a day. Due to this I missed about 2 days every two weeks of work, I now have scarring on my eye. I had to order different contacts and a special solution due to this problem.